Event description:
It was reported that the patient underwent a posterior surgical procedure. It was reported that the patient had post-op infection. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. The lots that were used are part# g7540020, lot h09f7564, expiration date 06/14/2017; part #g75446545, lot h09a1546, expiration 01/28/2017; lot h09d4665, expiration date 04/14/2017; part g84176cht, lot 0025650w, expiration date 04/29/2017. These parts are not approved for use in the united states; however, a like device catalog # 7540020, 510k # k052187 was cleared in the united states, 75446545 510k # k042025 was cleared in the united states. The manufacture date for lot h09f7564 is 06/18/2009; the manufacture date for lot h09a1546 is 02/10/2009; the manufacture date for lot h09d4665 is 04/17/2009; the manufacture date for lot 0025650w is 05/15/2009. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.